Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customers blood glucose (bg) level was "high"; although specific value was not provided. Customer administered a manual injection to address the issue. Tandem technical support provided customer with best battery practice tips. Customer acknowledged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.